Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called stating that screen is continuously flickering on and off but the pump continues to work. There are no alarms or messages present. This has no affected patients stability.

Manufacturer narrative:
Updated sections: a2, a3, a4, b4, g3, g6, h2, h10, h11 corrected section: g3-aware date corrected from 2/21/2023 to 2/17/2023, submitted in initial MDR report # 2249723-2023-01329.

Event description:
N/a.

Manufacturer narrative:
Additional information: (B)(6). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a